Manufacturer narrative:
During the device evaluation it was observed that there was a scope communication error (e315) message displayed. B5: was updated to reflect the newly found reportable event. D9: was updated to reflect the date the device arrived at the manufacturer site for evaluation. Concomitant medical products were updated. H4: updated to reflect the date the device was manufactured. Coding was updated in section h to add the newly reported component and medical device problem coding. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
Upon device return and evaluation, it was observed that there was a scope communication error (e315) message which, is a reportable event. This medical device report (MDR) is being submitted to capture the additional reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of the needle not coming out of the sheath and the procedure was interrupted with only a screening test preformed occurred due to deformation of the sheath of na-u403sx-4019. The root cause of the failure could not be identified. The phenomenon of the "blue liquid" likely occurred due to a puncture of the forceps channel which caused the fluid to penetrate and hang into the inside of the device. The phenomenon of the error code e315 likely occurred due to flooding inside the scope. Overall, a definitive root cause of these failures could not be identified. In addition, the following non-reportable malfunctions were found during the device evaluation: treatment instrument insertion failure, insufficient angle, probe insulation failure, insulation failure between connectors, switch button does not operate, corrosion inside the operation unit, light guide corrugated tube corrosion, scope connector corrosion, ultrasonic connector corrosion, and scraped tip of forceps. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At this time olympus has not received this device back for testing and evaluation. Should the device be returned, an evaluation will be completed, and a follow up report will be submitted. Related complaint: (B)(6) single use aspiration needle, model na-u403sx-4019, lot number unknown.

Event description:
The customer reported to olympus the evis eus ultrasound bronchofibervideoscope had blue liquid dripping from the forceps mouth when it was suspended in the scope storage. The reported issue occurred after reprocessing the scope with an oer-5 machine. The scope was not used after the reported incident. There was no patient/user harm or injury reported due to the event.